Event description:
It was reported that an episode in the vt (ventricular tachycardia) monitoring zone was labeled svt (supraventricular tachycardia) when it was actually a vt episode. The patient may have been dizzy at the time, but the reporter could not confirm this. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378, implantable pacing lead, (B)(6) 2005; 4053, competitor implantable pacing lead, (B)(6) 2001. (B)(4).